Manufacturer narrative:
Investigation results: the complaint of a damaged septum was confirmed; however, the root cause could not be determined and a leak could not be reproduced. One q-syte connector was received in open packaging. The top disc of the septum had separated from the rim of the top body. Adhesive was observed between the top disc and the top body, which indicates that the device was properly assembled. The damage likely occurred after the device was manufactured; however, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
E. Facility name character limit is exceeded: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device burr at the interface with leakage at connection. The following information was provided by the initial reporter, translated from chinese to english: when used in the neurology department, the connector leaked at the connection to the infusion set, and there was a burr at the interface, which could be returned as a defective product, requiring a claim, requiring a letter of response to a complaint, and requiring a letter of receipt of a complaint.